Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that a left ventricular (lv) lead was successfully placed during a procedure. The lead was tunneled to the pocket and then dislodged. The lead was explanted and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.